Event description:
It was reported that tip detachment occurred and the procedure was aborted. The occluded target lesion was located in the severely tortuous and severely calcified superficial femoral artery. A 018/260 platinum plus guidewire was selected for use. However, during the procedure, the guidewire could not successfully pass beside or through the previously occluded stent. The body of the guidewire got kinked and difficulty removal was also noted. In addition, the tip of the wire broke off and was left either in the long occluded stent or trapped in the subintimal space next to stent. The physician decided to leave the detached tip for there had not been any flow through this area for a long time and for not possible to be safely retrieve. The procedure was cancelled and the patient was expected to fully recover.